Event description:
A report was received from an optometrist that a patient had experienced severe pain and loss of visual acuity in the left eye in 05/2003 associated with wear of focus night & day lenses on a continuous wear basis for several days. The patient sought care at local hospital emergency room on that day. Outcome of visit unkonwn other than ocuflox was administered by ER physician. In 05/2003, patient presented to reporting optometrist's office. Central corneal ulcer, presumed to be infectious, with visual acuity of 20/200 diagnosed in left eye. Moderate cells and flare noted, conjunctiva 2 + injection. Referred to corneal specialist same day. Culture and scraping performed. Tobramycin, cefazolin, ciloxan & gentamycin prescribed. At follow up visit a few days later, the epithelium had covered over the ulcer. Corticosteroid added to treatment plan. As of 05/2003, md reports culture positive for pseudomonas aeruginosa. Cornea has re-epithelialized and visual acuity reported at 20/25 in left eye with small central <1mm scar. No additional information is available at this time.